Manufacturer narrative:
Intuitive surgical, inc.(isi) received the sureform 60 stapler instrument to perform failure analysis. A visual inspection revealed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument successfully passed recognition and engagement testing and demonstrated intuitive motion with a full range of motion in all directions. The grips opened and closed properly. In-house testing was performed, and the instrument initialized, clamped, fired, and unclamped successfully in 2 out of 2 attempts. The instrument also fired successfully using a blue 60 reload. The cut line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and properly formed into the expected b-shape configuration.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions procedure, the sureform 60 stapler instrument was unable to be removed. The customer identified that the rubber part around the joint of the stapler instrument was damaged. The customer confirmed that no fragment fell inside the patient. The procedure was reportedly converted to open surgery. The following information is unknown: the reason why the case was converted to open surgery, the final procedure outcome, and the patient's current status.